Event description:
Complaint rec'd concerning a leakage incident with use of one (1) 20130-01, spinning spiros connector, lot # unknown. It was reported that during the infusion "5-10 cc of chemo (liposomal doxorubicin) leaked from side of spiros on to patient. Pharmacist discontinued infusion and put on new tubing and new spiros and resumed infusion. No harm to patient." Device/ return: one (1) used 20130-01, spinning spiros connected to a interlink blunt cannula tubing set, mated/ attached to bag spike was received for analysis and investigation. Visual inspection and dimensional analysis recorded no out of specific conditions. Functional and performance testing was conducted per the product specifications. The returned interlink set with the 20130-01 spiros attached to the distal end was pressure leak tested in both the activated and un-activated condition. The results recorded to leakages functional and performance testing continued. The returned 20130-01 was removed and pressure leak tested per the product specification requirements. The results recorded the 20130-01 device performed as expected with no leakage in either the activated or un-activated state.

Manufacturer narrative:
Database record review: a two year review of the complaint database for this list#/ similar issue did not identify any additional reports or investigations identifying a mfg. Defect/ nonconformance. Conclusion: thorough testing of the returned 20130-01 connector and mating devices recorded no leakages and or performance issues along the entire length of the fluid path. The 20130-01 spiros connector met product specifications and performed as intended. The exact cause(s) of the reported product issue remains unknown.